Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) worked with the customer over the phone to reseat the universal serial bus (usb) cable and then rebooted the station. After these steps, the issue was resolved. The customer tested the fingerprint reader and confirmed it was functioning without any issues. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es users were unable to use their fingerprint to sign in and alternately they had to override by biometric identifier by entering their password which requires a witness. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.